Event description:
The dr has treated a pt with atrisorb in the kit form in march of 2000. The pt presented with swelling and a fistula at this site in 2001. When he (the dr) opened up the area the grafted site looked fine, but the soft tissue seemed to have encapsulated material that was milky in appearance that he was able to express from the site and it was not put or exudate. His (the dr) thought was that maybe this was a foreign body reaction to the atrisorb.